Event description:
Consumer claims that after using a heating pad on her back while sitting in a recliner she got up and left the heating pad "on" and in her chair. Upon returning, she noticed the pad was cool, but had burned a hole in the chair. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was leaning on pad which crushed the pad. This pad was severely bunched/crushed. Bunching is abuse of the product and a violation of the instructions and warnings provided. Consumer also left the product "on" and unattended, this too is a violation for the instructions provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.